Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she performed blood glucose testing and obtained readings of 20 mg/dl at 7:41 a.m. And 244 mg/dl at 7:43 a.m. On the contour next meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.